Event description:
Boston scientific received information that this device had triggered elective replacement indicator (eri) earlier than expected. The monitoring voltage went from 2.83v to 2.66v in four months. The patient had informed the caller that her past devices had lasted longer than this one. The caller stated that when the device is explanted it will be returned for evaluation to confirm if the device longevity was appropriate. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was explanted the following month. The device has not been returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.